Manufacturer narrative:
No RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 15 years old. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleges the foot motor and cross bar fell while her son was in the bed. No injury alleged.